Event description:
During a stenting procedure to the left renal artery, it was reported that a palmaz genesis was delivered to the target lesion and the stent of the palmaz genesis was place at the lesion without problem. However, when the balloon was removed from the patient, the balloon got stuck and could not be placed in the guiding catheter (sheathless pv, asahi intecc). The balloon was tried to be inflated and deflated repeatedly, but the issue continued. Furthermore, at removing the balloon, the balloon was touched with the stent and the stent was migrated. Therefore, another new palmaz genesis was placed to cover the lesion and the procedure was finished successfully. There was no report of patient injury. An approach was made from left radial artery. The lesion was heavily calcified and moderately tortuous with 90% stenosis. The device will not be returned for analysis.

Manufacturer narrative:
Additional information received indicated that the sheath used is unknown. There was no difficulty removing the product from the packaging. It is unknown if the product kinked while being used. It is unknown if the balloon was removed intact. Complaint conclusion updated: during a stenting procedure to the left renal artery, it was reported that a palmaz genesis was delivered to the target lesion and the stent of the palmaz genesis was placed at the lesion without problem. However, when the balloon was removed from the patient, the balloon got stuck and could not be placed in the guiding catheter. The balloon was inflated and deflated repeatedly, but the issue continued. Furthermore, at removing the balloon, the balloon had interacted with the stent and the stent had migrated. Therefore, another new palmaz genesis was placed to cover the lesion and the procedure was finished successfully. There was no report of patient injury. An approach was made from left radial artery. The lesion was heavily calcified and moderately tortuous with a 90% stenosis. The sheath used is unknown. There was no difficulty removing the product from the packaging. It is unknown if the product kinked while being used. It is unknown if the balloon was removed intact. The device was not returned for analysis. A device history record (DHR) review of lot 17055825 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon-withdrawal difficulty-snagged/caught on stent (peripheral)¿ and ¿stent- migration - (peripheral)¿ could not be confirmed as the device was not returned for analysis and procedure films were not provided. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use, the user should, after deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Maintaining a vacuum on the balloon, withdraw the delivery system into the csi or guiding catheter. Note: if the delivery system cannot be withdrawn through the csi or guiding catheter, withdraw the catheter as a unit. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: guiding catheter (sheathless pv, asahi intecc). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during a stenting procedure to the left renal artery, it was reported that a palmaz genesis was delivered to the target lesion and the stent of the palmaz genesis was placed at the lesion without problem. However, when the balloon was removed from the patient, the balloon got stuck and could not be placed in the guiding catheter. The balloon was inflated and deflated repeatedly, but the issue continued. Furthermore, at removing the balloon, the balloon had touched the stent and the stent had migrated. Therefore, another new palmaz genesis was placed to cover the lesion and the procedure was finished successfully. There was no report of patient injury. An approach was made from left radial artery. The lesion was heavily calcified and moderately tortuous with 90% stenosis. The device was not returned for analysis. A device history record (DHR) review of lot 17055825 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- withdrawal difficulty-snagged/caught on stent (peripheral)¿ and ¿stent- migration - (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, moderate tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instruction for use the user should be aware that, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. After deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal. While maintaining negative pressure on the balloon, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Maintaining a vacuum on the balloon, withdraw the delivery system into the csi or guiding catheter. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.